Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed a yellow alert for left ventricular automatic threshold (lvat) detected as greater than programed or suspended. Technical services (ts) was consulted and recommends further evaluation of the left ventricular (lv) pacing lead. No adverse patient effects were reported. This crt-d remains in service.